Manufacturer narrative:
The reported field event of delamination was confirmed in the lab. The device's parylene coating showed signs of damage consistent with damage during procedure. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an unrelated procedure, part of the parylene coating over the device was noted to be degraded and peeling off. The device was explanted and replaced to resolve the event. The patient was in stable condition.